Manufacturer narrative:
Product not returned for investigation. This is the same incident as 1043534-1997-00111, and 00112.

Event description:
Allegedly pt had loose femoral and tibial components. Revision surgery was performed.